Event description:
Pt was transferred to a telemetry unit from sicu following heart surgery. Pt was in a room directly across from the nurses' station and was reported to be alert and oriented x3. Pt's bed exit alarm sounded and nursing personnel immediately responded. Pt was found on their knees kneeling over the bed with siderails up x2. The detachable hemostasis valve/side port was separated from the sheath introducer at the luer lock. There was some blood on the floor and a large amount on the bed sheets. Nursing applied pressure to site and placed pt back in bed but pt went into resp. Arrest. Pt was bagged and a code called. Pt eventually went into v-tach and then v-fib and was never able to be revived. Pt expired.